Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, as it was capable of being reset, and they provided the necessary pump reset information.